Manufacturer narrative:
The device was not returned to zoll medical corporation. The customer indicated the device powered up with a new battery and was placed into storage. There was no product returned for evaluation. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Justification for no UDI, this device was manufactured before UDI requirements. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement at the time of the reported malfunction.